Event description:
It was reported that approximately six months post stenting procedure in a 30mm long lesion in the distal circumflex artery with two overlapping xience v stents, one 2.5 x 18 mm and one 2.75 x 18 mm, the patient experienced stable angina. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the index lesion for restenosis. The patient's condition resolved on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 18 mm xience v is being filed under a separate medwatch MFR number. (B)(4) - indication for use, device implanted to treat a 30 mm lesion. There was no reported product deficiency. The reported angina and stenosis are listed in the xience v instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience v stents were implanted to treat a 30 mm lesion. It should be noted that the IFU states that this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effect(s) that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.